Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to erosion in the penis associated with the pump. All components were removed and replaced. The patient fully recovered.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to erosion in the penis associated with the pump. All components were removed and replaced. The patient fully recovered.